Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. The insulin pump passed displacement, rewind, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump's keypad was not responding during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 180 mg/dl at the time of the call. No further information was provided.